Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that there was an error message related to the battery and the battery would no longer hold a charge. There was no patient involvement.